Event description:
Information received from the field notes that dashes (---) were observed for several parameters. Several attempts to download were unsuccessful. Capture and sensing were normal and the patient was asymptomatic.